Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective photometry printed circuit board. The fse replaced the photometry printed circuit board to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that the multiple analytes patient results were erratic on their au680 chemistry analyzer including albumin (alb), glucose (glu), calcium (ca), alkaline phosphatase (alp). There was no report of impact to patient treatment in connection to the event. There was no change in patient treatment reported. The customer did not provide patient data or demographics.